Event description:
It is reported that the patient's insulin pump tube was damaged and caused them to be hospitalized from a high blood glucose level of 458 mg/dl. Trouble shooting was conducted. No further information available.